Event description:
The patient was revised because of wear with a piece of the poly broke.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear/fracture; however, the length of time the device was implanted (20 years) was a likely contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.